Manufacturer narrative:
Product complaint #: (B)(4). Date sent: 5/14/2020. Additional information was requested, and the following was obtained: can a timeline of events be provided? Post op >30 days. How was the leak identified? Radiology placed a drain. Being fed through her vein and on IV antibiotics. May need a stent put in her stomach if it does not heal. Patient is stable. What is the location of the leak? Stomach- staple line. Were any difficulties experience with device during initial procedure? Was buttressing material used? Yes. Cook surgisis. Were any staple formation issues noted throughout care of patient? Were any other devices used on staple line (bovie)? What is the current patient status? See above.

Manufacturer narrative:
Product complaint # (B)(4). Event date unk. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can a timeline of events be provided? How was the leak identified? What is the location of the leak? Were any difficulties experience with device during initial procedure? Was buttressing material used? Were any staple formation issues noted throughout care of patient? Were any other devices used on staple line (bovie)? What is the current patient status?

Event description:
It was reported that after a sleeve gastrectomy procedure, the surgeon reported a staple line leak 30 days afterward. Patient is well, but has a drain the radiologist put in and is being fed through her vein and on an IV/ antibiotics and may need a stent put in her stomach if the hole doesn't seal. She has been readmitted for the past 10 days. She is stable, just a bad situation.